Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-nov-2017 with the following findings: a review of the pump black box data showed unexplained pump reboots occurred. During a visual inspection of the pump, the battery compartment was found to be cracked at the threads and below the bumper pad. Corrosion was observed inside the battery compartment. A leak test revealed a battery compartment leak. The returned battery cap has stripped threads; it was unable to maintain electrical connection. A test cap was used to complete a 24 hour duration test and no loss of power occurred. The pump cover was removed and no evidence of moisture or damage was observed on the printed circuit board or internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: correction to evaluation codes: (B)(4).